Event description:
Subsequent to the initial 30-day medwatch report, the guide wire separated during removal from the anatomy. There was resistance with the anatomy during advancement and retraction and force was applied. It is not know if the patient has returned for surgery, however, it was confirmed the patient was in good condition after the initial procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents and/or complaints reported from this lot. It should be noted that instructions for use for the guide wire hi-torque guide wires states: if resistance is observed at any time, determine the cause under fluoroscopy and take remedial action as needed. Do not push, auger, withdraw or torque a guide wire that meets resistance. Force against resistance was required to remove the device given the clinical situation. The reported IFU violation does not appear to have caused or contributed to the reported complaint. The investigation determined the reported difficult to advance, difficult to remove and guide wire separation appear to be related to operational circumstances of the procedure. Based on the reported information, during advancement, the guide wire encountered resistance against the anatomy and likely causing the tip of the wire to become trapped in the vessels resulting in the difficulty to remove. Manipulation against resistance likely resulted in the reported separation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the diagonal coronary artery. During the procedure, the distal part of the hi-torque balance middleweight hydro guide wire separated. Despite attempts with a lasso, the distal piece was not retrieved and remained in the artery. The procedure was stopped without dilatation. A surgical procedure will be scheduled to treat the patient and retrieve the distal part of the guide wire. No additional information was provided.